Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise, less than 100 ohms impedance and a low sensing threshold of 0.6 mv. Programming was set to vvtr and the patient would be monitored.